Event description:
A physician reported that an ophthalmic system froze outside the surgical procedure. The issue was resolved by cleaning the memory card contacts and restarting the system.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).